Event description:
The distributor contacted animas on (B)(6) 2015 alleging an unusual issue (other); the insulin pump emits an unknown alarm prior to the display screen going blank. Due diligence attempts by customer support revealed that the alarm is unknown because the screen goes black before the user is able to read the message on the screen. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2015 with the following findings: on investigation, the pump powered on and performed ez-prime steps correctly. The pump was exercised for 24 hours without a blank screen or call service alarm occurrence. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display was noted to be dim/faded/discolored. The pump was opened for investigation and revealed moisture corrosion inside the pump and on the continuous glucose monitoring unit and support bracket.